Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced low blood glucose, with blood glucose of 47 mg/dl at the time of the incident. The customer was at 66 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer did not experience symptoms as she is a baby. The customer was wearing the insulin pump during the incident. The caller stated the pump had delivered 30 units of insulin up to the time of the call in 13 hours. The caller believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08735 inches. No over/under delivery anomaly, basal anomaly or bolus anomaly noted. The test reservoir volume matches the units left in the pump status screen. Device had minor scratched display window, scratched case, and a pillowing keypad overlay. The delivery anomaly of 30 units was not specified in the customer notes. Unable to verify delivery anomaly. Data analysis: (per customer notes, 30 units more in 13 hrs. Customer actions prior to the event: play at home, and walking. Time frame of the event: (B)(6) 17:00 hrs) the average units from (B)(6) 2018 to (B)(6) 2018 is 12.446 units per day. There was no obvious increase in the daily units in the daily total of all insulin delivered. (B)(4).